Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 240 mg/dl). Reportedly, customer is getting sick.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.